Event description:
It was reported that leakage occurred during priming. This occurred before patient use/during priming. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Three photos were used for the device analysis. During the analysis, a leak was observed in the joint three of the ¿lumen tube to manifold, molded¿. The complaint was confirmed. The cause was a damaged part/assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.